Event description:
It was reported, there was a lead warning for low impedance on the atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4003m implantable pacing lead implanted: 1995 (B)(6). (B)(4).

Event description:
It was reported there was a lead warning for low impedance on the atrial lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.